Event description:
It was reported that the wake button was difficult to press. Customer pressed the wake button with more force and the wake button performed as intended. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.